Event description:
A user facility reported to olympus, the evis lucera elite colonovideoscope exhibited b30 scope communication error and e315 scope error. The event occurred during preparation for use, prior to an enteroscopy procedure, and the patient was not under anesthesia. It was reported that there was no delayed and the procedure was completed using similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, video connector corroded and immersed which caused the b30 scope communication error, venting valve rusty, and adhesive on bending cover aging. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: due to the following device handling, water invaded scope connector, electrical components were broken, and error message was displayed. Connector cap of leakage tester was attached to venting connector of device while water adhered to these components. Connector cap of leakage tester was attached/detached to venting connector of device under water. A definitive root cause cannot be identified. This issue is covered in the instructions for use: inspection of the endoscopic image. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor the field performance of this device.